Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of swelling and leakage are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of swelling and leakage as follows: contra-indications "juvéderm® voluma¿ with lidocaine must not be used by patients with a tendency to develop hypertrophic scars." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the anteromedial cheek with unspecified juvéderm® voluma¿. Ice was used after injection. Approximately one month later, patient developed swelling at the injection site. Soon after "leakage started." The patient was treated with cipro, zitromax, hyaluronidase, dekort, and klacid and the leakage stopped. Then "swelling started on the face apart from the injection site." Symptoms were also noted at the lower lip. Symptoms are ongoing.

Event description:
Additional information received from the healthcare professional notes after surgical cleaning treatment and the drug treatment the patient has not had a problem for the past 1.5 months. Symptoms are considered resolved.